Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011. The cca was advised the patient manages her diabetes with insulin. It is not known what action the patient took at the time of the alleged issue. On (B)(6) 2011, the patient claimed she felt like urinating more frequently. On (B)(6) 2011, the patient went to the emergency room (ER) and obtained a blood glucose result of "357 mg/dl" on the ER/ hospital meter. The patient was administered humulog insulin (50 units) and lantus insulin (23 units). At the time of troubleshooting, the cca noted there was no misuse of the subject meter and the batteries have recently been replaced. The cca was unable to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.